Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection showed the effluent line pre-pump was disconnected from support plate and there was no solvent on the line extremity. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, one unit of prismaflex m150 had an external fluid leak due to a separated effluent line. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.